Event description:
After circumcision procedure, pressure and silver nitrate applied to area of active bleeding, single figure of 8 4-0 vicryl suture applied to edges of foreskin for hemostasis. Normal male genitalia. Refer to add'l documents in i2k.